Event description:
It was reported that "the pump displayed "possible helium loss 2" during preventive maintenance. The pump assy has been replaced. The machine got back to service." No patient invovlement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 pump assembly (p/n: (B)(4), s/n: (B)(6) without the pcs assembly. Visual inspection of the sample was performed, and no abnormality was noted. A known good lab inventory pcs assembly was installed onto the returned pump assembly. The pump assembly was then installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. Pumping was initiated. After approximately 5 minutes of pumping, the pump alarmed possible helium loss (3). Pumping was reinitiated, with the same result. A leak test was performed and failed. The pump assembly was removed from the lab inventory ac3 and the outer housing of the pump assembly's bellows box was opened. A small piece of debris was noted. The bellows assembly was inflated in order to locate the source of the leak. A leak was confirmed to the bellow on the pcs side of the assembly. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of "possible helium loss 2" during preventive maintenance is confirmed. The pump alarmed possible helium loss (3) during the complaint investigation. A leak was detected from the bellows assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the leak in the pump assembly. The root cause of this complaint is manufacturing related. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump displayed "possible helium loss 2" during preventive maintenance. The pump assy has been replaced. The machine got back to service." No patient invovlement.